Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2017) is considered to be a best estimate. This emdr represents the ventralight st mesh (device 2). An additional supplemental emdr was submitted to represent the composix mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2002 - patient was diagnosed with left lower quadrant incisional hernia thereby underwent open repair with implant of composix mesh (device 1). Per op notes, "a transverse incision was made above the previous lower abdominal incision where the bulge was noted from the hernia. A deficiency in the fascia was noted and the area was opened. The hernia sac was reduced. A composix mesh (device 1) was placed and secured with sutures." On (B)(6) 2013 - patient was diagnosed with recurrent incisional hernia of left lower quadrant thereby underwent open repair with excision of composix mesh (device 1) and implant of biological mesh. Per op notes, "the incision was made in the previous surgical scar in the left lower quadrant. A portion of mesh had pulled away from the fascia and contracted and folded upon itself. A composix mesh (device 1) was excised from the underlying tissue. The fascial defect was then repaired with a biological mesh and secured to the underside of the fascia with suture." On (B)(6) 2017 - patient was diagnosed with recurrent ventral hernia thereby underwent repair with excision of biological mesh and implant of ventralight st mesh (device 2). On (B)(6) 2023 - patient had left groin exploration with mesh removal (device 2).